Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 04/apr/24, it was reported that the patient faced a bent cannula which led to high blood glucose level of 530mg/dl. Due to this the patient was admitted to the hospital on (B)(6) 2024 and further transferred to the intensive care unit (ICU). The infusion set was in use for approximately 24 hours and the site inserted was at abdomen. The corrective treatment includes bolus via pump, along with insulin drip while in the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.